Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-03311 through 1221359-2022-03318.

Event description:
The customer reported eight (8) false negative results with the ID now covid-19 assay performed between (B)(6) 2022 and (B)(6) 2022, using four different lot numbers (1063783, 1063392, 1056062 and 1071468). This MFR. Report is one (1) of eight (8) result, and address lot 1063783 (total quantity 5). The customer reported one false negative result with the ID now covid-19 assay performed on (B)(6) 2022 with the kit swab on a nasal swab sample. Confirmation testing (pcr platform: core lab) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport media generated a positive result (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1063783 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1063783 and test base part number 190-430 / lot 1063783. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063783 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine an assignable root cause, as the log files were not provided for investigation. .